Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in order to download the data. Corrosion was observed on the pcb assembly, catch beam, mechanism rails, release bar, and the top and middle batteries. Due to the corrosion inside the device, a leak test was performed and a tear was found on the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The internal fluid leak prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 500 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.